Manufacturer narrative:
New information: product received, investigation and root cause completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/07/2014 to the present date 09/28/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a request for repair of the 8110 module with error codes/messages.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a request for repair of the 8110 module with error codes/messages.